Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, this 27mm sjm epic valve was implanted as a tricuspid valve replacement. On (B)(6) 2015, the tricuspid tissue valve was explanted and replaced with a 29 mm sjm epic mitral valve(model: e100-29m, sn: (B)(4)). Upon explant, tricuspid stenosis with significant pannus formation except at the chordae tendineae was observed. The sjm mechanical valve (model & s/n: unknown) that was implanted approximately 20 years ago was also explanted from the mitral position due to significant pannus formation and replaced with a 29 mm sjm epic mitral valve (model:e100-29m, sn: (B)(4)). The procedure was finished uneventfully.

Manufacturer narrative:
(B)(4). The results of this investigation indicated there were tears and a retraction in cusp 1. There was fibrous pannus ingrowth on the outflow surface of cusp 1, and on the inflow surface of cusp 3. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The review of valve's device history record confirmed the device met specifications prior to leaving sjm manufacturing facilities. The cause of the reported event remains unknown.